Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. ¿the tandem pump user guide instructs the user to remove any residual air from the cartridge.¿

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, air was not properly removed from the cartridge. A supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 300 - 400 mg/dl.